Event description:
It was reported to boston scientific that during an ablation procedure with an 8f blazer catheter, the grounding pads were not plugged in while using a st. Jude nav-x mapping system. After delivering power for 25 seconds, the patient went into a-fib which terminated on its own. The procedure was completed successfully with this catheter.

Manufacturer narrative:
It has been established that conditions that could lead to an unintended, rf induced arrythmia were present during the procedure. This may be attributed to an improper equipment combination for pacing while ablating, as identified in a previous boston scientific study. The study found that certain combinations of stimulators and recording systems are suspectable to the creation of dc voltages across a pacing-routed pair of electrodes during rf delivery, which can result in the occurrence of unintended cardiac stimulation. These conditions are described in the bsc white paper "dc voltage generation across diagnostic electrodes through interactions between ep recording systems, pacing stimulators, and rf generators." Boston scientific communicated this information in a customer letter to all of its ep customers in august 2006. There were no similar complaints reported for this device. Add'l PMA/510(k) #p920047.